Event description:
I had essure in 2008, was told procedure was successful and both my tubes were blocked. I became pregnant the following year and gave birth to a beautiful health baby girl. Since having this procedure I've had ovarian cysts time after time. Then in (B)(6) 2014, I went to the emergency room thinking I was having more when I was told I was pregnant. They couldn't see a heartbeat and said the baby was (B)(6). I went back one more time as the pain was growing. Then went to my obgyn at which point I was told I was pregnant in my tubes and needed emergency surgery. Both my tubes and my dead baby was taken out of me.